Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty (pta) procedure. Reportedly, a break in the prostyle device occurred where the metal "[guide tube]" and polymer "[guide]" meet. The polymer portion "[guide and sheath]" was retrieved with a snare. A new device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.